Event description:
Additional information was received that due to the aneurysm expansion the patient required coiling and implant of another valiant stent graft a (B)(4) was implanted proximal to the previous talent sent graft. Currenlty no endoleak was observed and the physician decided to monitor the aneurysm expansion.

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm located in zone 3 approximately 13 months ago. Vessel morphology was not reported. At that time of the procedure the physician elected to cover the left subclavian artery; however, it was not coiled. It was reported that the patient presented to the hospital and angiography revealed aneurysm enlargement without the presence of an endoleak and no intervention was scheduled at this time. Several still CT images from pre and post-implant were reviewed. The cause of the reported increase taa cannot be determined. From the limited films provided, there was no clear evidence of any endoleak. It was not possible to rule out endotension or a possible type ii endoleak from the lsa (which was reported as covered but not coiled). No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (aneurysm enlargement), lack of information (cause of aneurysm enlargement is unknown). Evaluation conclusion: lack of information (cause of aneurysm enlargement is unknown).

Event description:
Additional information was received for this case. It was reported that the vessel and aneurysm morphology were received. The proximal aortic neck was 34.5 mm in diameter. The distal aortic neck was 26.5 mm in diameter. The maximum aneurysm was 47 mm in diameter. The patient had light calcification at common iliac artery and the proximal aortic neck and distal aortic neck had no thrombosis.